Event description:
Caller states the patient tested 490 mg/dl (sample from line), 290 mg/dl (line), and 86mg/dl (fingerstick) on the inform system while a comparison lab returned as 83 mg/dl within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.